Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer¿s blood glucose level were between 200 mg/dl to 400 mg/dl, 404 mg/dl and 425 mg/dl. Customer was not using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.